Event description:
It was reported that during lens insertion, the trailing haptic sheared off. The incision was enlarged to remove the lens. A lens of the same model and diopter was implanted successfully. The pt is stable and healing. Reference 2031924-2014-00174 for the lens involved in the event.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.